Event description:
Customer stated the therapost pulled up pt a onto the treatment console, then stepped away from the consol for a bit. Pt b arrived, and without checking on the console if the correct pt was pulled up, the therapist went into the treatment room and set up the pt for treatment. After delivering split field imrt (intensity-modulated radiation therapy) to pt b with 131 and 98 mu, the therapist noticed that pt b was a non-imrt, so stopped treating and called the physicist.the physicist had the therapist then performed a mock plan to figure out how much pt b was over or under dosed. He concluded that the isodose was less than what pt b would have received with the planned fields. He advised the md and will correct for this error.